Manufacturer narrative:
510k: this report is for an unknown locking/set screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially on (B)(6) 2021 a patient underwent the posterior lumbar interbody fusion (plif) (l4-5) surgery. On (B)(6) 2021 the patient¿s back pain became worse. The crp value rose, and it did not seem that it would decrease. Therefore, the surgeon presumed that the patient might have become infectious. The patient underwent a hardware removal procedure. On (B)(6) 2021 all the screws and the cages were removed. On (B)(6) 2020 it was confirmed that propionibacterium acnes were inspected from the grafted bone in the left cage. Patient status is reported as getting well. No further information is available. This report is for one (1) unknown locking/set screws. This is report 3 of 3 for (B)(4).